Manufacturer narrative:
Analysis was unable to confirm the reported inaccurate atrial and ventricular output issue. However, analysis did note that the display wires were pinched with compromised insulation and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular outputs were both inaccurate. The epg was returned for service. There was no patient involvement.